Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to provide a surface electrocardiogram (ECG), and it was noted that no ECG cables were returned with the programmer. Analysis did find cracked solder joints on the radiofrequency head connector, and therefore the link electronic module board was replaced and calibrated as a preventive. (B)(4).

Event description:
It was reported that the programmer was unable to provide a surface electrocardiogram (ECG). It was noted that three different ECG cables were tried but that a tracing still could not be obtained. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was unable to provide a surface electrocardiogram (ECG). It was noted that three different ECG cables were tried but that a tracing still could not be obtained. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.